Manufacturer narrative:
The device did not malfunction and the procedure was successfully completed post procedure the physician checked the vein under ultrasound and noted closure with no extension into the sfj. The patient has had one dvt prior in the lower calf area, non-treatment related. The patient was prescribed xarelto®.

Event description:
Physician used clarivein to deliver polidocanol to a patient about a week prior to the reported event. Post procedure he checked the vein under ultrasound and noted closure with no extension into the sfj. He reports upon follow-up with ultrasound (three days post procedure) the patient presented with a thrombus that extended into the sfj. Dr. (B)(6) indicated it was occluding about 90% of the diameter of the sfj. The device did not malfunction